Event description:
There was no notable event reported prior to the malfunction alarm. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information on resetting the pump and assisted the caller with carrying out the reset, after which the malfunction code did not recur.